Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a banding procedure. The exact procedure date was unknown. During the procedure, it was reported that the trip wire did not work properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b (pro code (product code)): mnd. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a banding procedure. The exact procedure date was unknown. During the procedure, it was reported that the trip wire did not work properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.